Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal discomfort ("chronic vaginal irritation"), stress urinary incontinence ("stress urinary incontinence"), dysmenorrhoea ("dysmenorrhea") and polymenorrhoea ("polymenorrhea"). The patient was treated with surgery (underwent a vaginal hysterectomy and bilateral salpingo-oophorectomy to remove essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal discomfort, stress urinary incontinence, dysmenorrhoea and polymenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, pelvic pain, polymenorrhoea, stress urinary incontinence and vulvovaginal discomfort to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding, abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's past medical history included recurrent abortion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal discomfort ("chronic vaginal irritation"), stress urinary incontinence ("stress urinary incontinence"), dysmenorrhoea ("dysmenorrhea"), polymenorrhoea ("polymenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), flatulence ("pains when pass gas") and dyschezia ("pains when pass defecation"). The patient was treated with surgery (underwent a vaginal hysterectomy and bilateral salpingo-oophorectomy to remove essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal discomfort, stress urinary incontinence, dysmenorrhoea, polymenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, flatulence and dyschezia outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, dyschezia, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, polymenorrhoea, stress urinary incontinence, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, other relevant history, product information, events abnormal bleeding (vaginal), menorrhagia, migraines, headaches, fatigue, lower abdomen pain, pain gas, pain defecation were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no confirmation test". The patient's medical history included miscarriage, adhd and back surgery. Previously administered products included for an unreported indication: micronor. Concurrent conditions included polymenorrhea, bleeding menstrual heavy, salpingitis, pelvic adhesions, bowel adhesions, uterine bleeding, adenomyosis, bipolar disorder and gerd. Concomitant products included bupropion hydrochloride (wellbutrin), norethisterone acetate (aygestin), omeprazole (prilosec) and oxcarbazepine (trileptal). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 29 days after insertion of essure. On (B)(6) 2014, the patient experienced migraine ("migraines"). In (B)(6) 2014, the patient experienced vulvovaginal discomfort ("chronic vaginal irritation"). On (B)(6) 2014, the patient experienced flatulence ("pains when pass gas"), dyschezia ("pains when pass defecation") and nausea ("nausea"). In (B)(6) 2015, the patient experienced genital haemorrhage ("excessive bleeding ,abnormal bleeding (general)"). In (B)(6) 2016, the patient experienced stress urinary incontinence ("stress urinary incontinence/ bladder or urinary problems or changes stress incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), polymenorrhoea ("polymenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain/ cramping"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (underwent a vaginal hysterectomy and bilateral salpingo-oopherectomy , diagnostic laparoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal discomfort, stress urinary incontinence, dysmenorrhoea, polymenorrhoea, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, flatulence, dyschezia and nausea outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, dyschezia, dysmenorrhoea, fatigue, flatulence, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, polymenorrhoea, stress urinary incontinence, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. Diagnostic results: on (B)(6) 2014 hysteroscopic sterilization, possible laparoscopic sterilization. On (B)(6) 2016:surgical pathology report showed final diagnosis: uterus, cervix, and fallopian tubes, hysterectomy and bilateral salpingectomies: cervix with no diagnostic alterations, uterus with proliferative ndometrium and bilateral fallopian tubes with no diagnostic alterations. Gross description: the uterus corpus is partially covered by a tan smooth serosa and displays stumps of bilateral fallopian tubes, each exposing centrally located coiled metal wires. The fimbriated ends are not present. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received : event added- nausea. Onset dates of events added. Concomitant products added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.